Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to unspecified devices and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that leakage was noted at the connections of the two devices, subsequently disconnections were noted. There were no reported adverse pt effects and no reported delays in critical therapies. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).